Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Open circuits were noted on all electrodes. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.